Manufacturer narrative:
This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 180 mg/dl (aviva) and 100 mg/dl (nano). No adverse event was reported. Return of the suspect device was requested for evaluation.